Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review: a review of the receiving inspection (ri) for sfx,5.5, ti, lat, size a3, was conducted identifying that lot number om12171 released in one batch. ¿ batch1: lot qty of 100 units are released on mar 21, 2023 with no discrepancies. Supplier: (B)(6). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent a spinal fusion for a vertebral burst fracture on (B)(6) 2025. Using the sfx, the surgeon attempted final tightening according to the procedure manual, but the device stripped, and the surgeon was unable to complete the final tightening of the screw. The hospital had another product of the same specifications as the sfx in question, so the surgeon used that and the surgery was completed successfully with no delay. The surgeon have experienced a similar phenomenon with the sfx in the past, so they performed the final tightening operation with great care, but this time, the being stripped occurred.